Event description:
This notification is being reviewed due to a user of a dreamstation auto bipap device with an allegation of foam particles found in the device assembly. There was no serious patient harm or injury. There was no medical intervention reported. The device was returned to a third party service center for evaluation. During evaluation, foam particles were found in the device assembly. The device was not functional. Contamination from cigarette smoke or insect infestation was found in the device. The foam was observed inside the blower kit. The device was scrapped.

Manufacturer narrative:
Update: the become aware date was changed from 01/11/2025 to 02/01/2025.